Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated the event occurred at the start up of the equipment. There was no patient involvement. Cases were rescheduled.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the laser was not firing when the foot pedal was depressed. Additional information has been requested but not received.

Manufacturer narrative:
Additional information has been provided. The company service representative examined the system and replicated the reported event. The interface breakout printed circuit board (pcb) was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on february 16, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to non-conforming interface breakout printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).